Manufacturer narrative:
(B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 91 mg/dl. The customer¿s expected pm fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/20/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).